Event description:
It was reported that during implant the lead perforated the ventricular wall and caused complications. A pericardial tap was performed to remove fluid from the pericardial space. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.